Event description:
It was reported that the patient's device had premature battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.